Manufacturer narrative:
Follow-up #2 to correct PMA/510k# since the previous one was inadvertently entered.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case it was noticed that the spring on the trigger is broken and has gone missing forcing the use of the pedal burr control. The case was successfully completely and there was no harm to the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct section, and to update sections based on the results of investigation. Reported event: the event reported a broken trigger. The event was confirmed. Device evaluation and results: visual inspection: the trigger's dowel pin was worn and caused lateral movement of trigger. Dimensional inspection: not performed as alleged failure was function and visually related. Functional inspection: the trigger was confirmed to be broken as it remained in closed position and when pulled upwards, it fell down. Spring was worn. Device history review: a review of the device history records indicate 2 of 10 devices were accepted into final stock on (B)(6) 2009 with no discrepancies. The 8 failed devices were associated with npr's (B)(4). Npr (B)(4) includes the reported device and the device passed testing performed at that time. The non-conformance was inclusive of a non-functional trigger. Complaint history review: there have been no other events for the lot and/or serial umber referenced. Tracking of complaints related to the 111770 part number will be racked through quarterly trend request (B)(4). Conclusions: the device failure of a broken trigger/worn spring was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case it was noticed that the spring on the trigger is broken and has gone missing forcing the use of the pedal burr control. The case was successfully completely and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case it was noticed that the spring on the trigger is broken and has gone missing forcing the use of the pedal burr control. The case was successfully completely and there was no harm to the patient.